Event description:
A surgeon reported a posterior capsule tear during an "uncomplicated" cataract procedure. The surgeon believes it was caused by a manufacturing defect of the I/a tip that creates rough edges and predisposes to capsular rupture. Additional information has been requested. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).